Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture threshold. As received, a complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact and undamaged.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial and right ventricular leads dislodged which resulted in high capture threshold. The dislodgement was confirmed visually. The leads were explanted and replaced. The patient was stable.